Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a b30 scope communication error, no image, and damage to the fibre bonding in the outer tube area (distal end). A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the blank image on the screen (white image on screen), the b30 scope communication error, and the no image condition were due to a broken video cable. The most probable cause was traced to a component failure. The most probable cause of the damaged fibre bonding in the outer tube area (distal end) was also traced to a component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the laparoscope, gynecologic had blank image on the screen (white image on screen). The issue was identified during procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.